Manufacturer narrative:
(B)(4). Should additional information become available this investigation will be updated.

Event description:
Boston scientific received information that during a follow up check it was noted that the right arial pacing thresholds had increased and intermittent loss of capture was noted. The lead configuration was changed from unipolar but no change was observed. The pulse width was also changed but high thresholds remained. An x-ray was performed which confirmed that this right atrial lead had dislodged. A revision will be performed. No adverse patient effects were reported.